Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The account is unable to obtain patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue occurred with reaction vessel cells lot 69435p100 and lot 69436p100. The issue was resolved by replacing the reaction vessel cells with another lot (68007p100). No impact to patient management was reported.

Event description:
Prior to being used in the pt, leakage was noticed at the hub where prepping (flushing) was performed. No adverse events reported. The product was new, and the product was stored per (IFU) instruction for use guidelines. No damages were noticed in the package (outer/inner). During prep, the syringe was not over tightened on the hub causing damage. Other than the reported event, no other damages were noticed on the catheter. No further info was available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.